Event description:
The nurse manager alleged that the head section had an unintentional movement of the head up and down functions. There were no alleged injuries.

Manufacturer narrative:
Hill-rom technician found that the head up relay was loose on the control board. If the movement of the head up relay... The head section would run up on its own. He has a control board on order. Repair is not complete at this time.